Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode displacement. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
(B)(6). Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not be returned to the company. A review of the device history record noted no rework. This is the final report.